Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received by manufacturing that has not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic intrepid tip was found to be bent at the time of opening. The procedure was completed on the same day. There was no patient contact.